Event description:
It was reported that during the implant leadless implantable pulse generator (ipg), the device exhibited unacceptable sensing parameters. The device was attempted to be recaptured and it was noted that the device unable to recaptured back into the delivery system for the tines to dislodge. It was noted that a piece of tissue was stuck between the rim of the cup and the proximal end of the device, impeding its ability to come fully back into the cup. After trying multiple time the device was freed from the septum and was recaptured and withdrawn from the body. The device and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.